Event description:
Cystoscopy with stone manipulations being performed on 63 year old male. Due to a "bending" of the wire that occurred during the procedure, the wire and basket could not be removed. This required the surgeon to cut the wire and remove in an open procedure (left ureteral lithotomy).packaging of instrument had been previously opened and subsequently re-sterilized. It is not known whether this had any impactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device unavailable for follow-up investigation examination, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.